Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/14/2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and found no observations related to the customer complaint. The receiver download and charge were reviewed and performed and could not verify the customer complaint. Global receiver functional test was performed and resulted in no failures related to the customer complaint. The reported fault could not be reproduced with the receiver. Additionally, a pairing/calibration test and performance test were performed and the receiver passed the 2 hour calibration and 4 hour performance tests. The customer complaint of loss of connection was not confirmed. The root cause could not be determined.